Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered six electric shocks due to episodes of atrial fibrillation (af) with rapid ventricular response (rvr). The inappropriate shocks occurred in an isolated episode, and therapy was exhausted. Reprogramming options were discussed by boston scientific's technical services but there is no evidence there were any actions taken for the device. The device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction: h6 field: impact codes updated to f10: inadequate/inappropriate treatment or diagnostic exposure and f15: recognised device or procedural complication.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered six electric shocks due to episodes of atrial fibrillation (af) with rapid ventricular response (rvr). The inappropriate shocks occurred in an isolated episode, and therapy was exhausted. Reprogramming options were discussed by boston scientifics technical services but there is no evidence there were any actions taken for the device. No additional adverse patient effects were reported.